Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: inflammation /irritation: unable to observe as it is a medical event that is not related to the device. Rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data.

Event description:
Patient reported, "unusual pain, tingling, swelling, numbness, or burning of the breast". Side not specific. This file is for the right side. No treatment was reported. And device remains implanted. Healthcare professional reported, right side "rupture. Confirmed with an MRI". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed, as surgical impact opening (shell thickness within specification). And missing shell assessed, as inconclusive. Inflammation/irritation: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases are observed. Nick is observed assessed, as non-penetrating nick. Black particles were observed, on the shell. No further actions are required, as the device was implanted".

Event description:
Patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast" side not specific. Physician reported right side rupture confirmed with an MRI. No treatment was reported and device remains implanted. This relates to the right side.

Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on (B)(6)2012. A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "unusual pain, tingling, swelling, numbness, or burning of the breast".